Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was having intermittent bipolar firing issues. The integrated electrosurgical unit (iesu) required a reboot again but was still not firing bipolar energy. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to address the intermittent bipolar energy issues. The fse also advised to enable energy cable tracking processes again. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was found to energize, cauterize and recognize instruments on all ports on the surgeon side console. The c-84 error was confirmed in the system logs. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.